Event description:
In 2009, the pt presented to physician's office for a pump refill upon which 39 ml were aspirated from his pump when the expected volume was approx 6ml. There were no alarms and the event logs were normal. The pt had not reported any adverse events since his implant; however, he was not reporting adequate pain relief and his morphine was being increased to 1.6mg per day at the time of the refill. He was taken to surgery six days later, for a catheter or pump revision. An initial attempt to aspirate the cap was unsuccessful. At this time the incisions at the spine and pocket were reopened, and the purse string at the catheter entry site was released using a blade. A second attempt to aspirate the cap was also unsuccessful. The suture less connector was removed from the pump and direct aspiration was also unsuccessful. At this time the catheter was then cut approx 5 cm proximal to the intrathecal entry point, and it was noted that spinal fluid returned freely from the catheter. A new catheter was connected to the existing distal portion of the existing one and then connected to the pump after direct aspiration also confirmed free flow of spinal fluid. The cap was also aspirated successfully after the catheter was again connected. No rotor study was performed as the physician did not feel that there was any concern over the pump. The pt's concentration was adjusted, and the system was restarted at the original starting dose of 0.2mg/day as if it were an initial implant. The pt was returning to the clinic for an office visit and staple removal.